Manufacturer narrative:
The getinge field service technician that encountered the issue replaced the coiled cable (0012-00-1801). Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units coiled cable was found to be cosmetically damaged. There was no patient involvement.